Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history database could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: standard 0.035 guidewire, amplatz super-stiff wire. Sheath: 9 fr. Other: 21g microlance needle, mosquito clamp, medtronic core valve system. Patients for the study reported to be (B)(6). Patients for the study reported to be of bmi (B)(6). Date of event estimated. The article indicates the procedures were performed between 2004 and 2010. The safety and effectiveness of the prostar xl device system have not been established in patients with antegrade punctures. The customer reported the device was discarded. The lot number was not identified. A follow-up report will be submitted with all additional relevant information.

Event description:
A prospective review of procedural data and outcomes collected from a dedicated database was performed in 118 patients who underwent balloon aortic valvuloplasty (bav-54 patients/54 femoral arteries. Fifty two (52) were antegrade and 2 were retrograde punctures) and trans-catheter aortic valve implantation (tavi-64. All antegrade punctures). The prostar xl device was used using the preclose technique for vascular closure. Complications in the tavi group were: major bleeding was seen in 4.7% (3/64) of cases. During one of the major bleeding cases, the operator employed a relatively flat needle approach to the artery, which lay deep. As a result, the prostar xl entry port did not reach the arterial system and the sutures could not therefore be deployed. On reintroduction of the 9f sheath with a view to further dissection, the wire and sheath were inadvertently advanced into subcutaneous tissue and the artery bled heavily into subcutaneous abdominal tissue. An aortic occlusion balloon was introduced from the contralateral femoral artery via an 8f sheath to bring about femoral hemostasis. The balloon was inflated above the bleeding site for 10 minutes and vascular surgical opinion was obtained. Bleeding was seen to have settled after this balloon inflation. Manual arterial compression was continued for 10 minutes. The procedure was aborted. The patient had a large abdominal hematoma, which slowly settled. The patient returned 6 weeks later and had an uncomplicated tavi procedure via the contralateral femoral artery. The physicians are reported to be trained in the use of the prostar xl device. No additional information was provided.